Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4-5 days following a laparoscopic low anterior resection, the patient developed leak at the anastomosis site.